Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a urinary incontinence procedure. According to the complainant, during the procedure, the mesh frayed and pulled half way out of the mesh carrier while placing the first side. The mesh carrier did not detach. The entire device was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".